Manufacturer narrative:
H2. Correction: upon further review, the previous g3 date of 2023-08-02 on the other follow-up report submitted on 2023-10-16 was incorrect. The correct date that the additional information was received by the manufacturer was 2023-10-02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) confirming that the implant will be removed or replaced as a result of this event. The rep still doesn't have information on the date of the surgery, but the product will be sent in for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the explant took place on (B)(6) 2023 and the ins was replaced on the same day.

Manufacturer narrative:
H2. Correction: please note, h6 code b20 no longer applies to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation: analysis of the returned implantable neurostimulator (ins) found that they were unable to do the final functional test due to the return condition. There was no telemetry and after three passive mode recharges they were unable to restore telemetry and there was no device output after the passive mode recharges either. Destructive analysis traced this to damage on the hybrid circuit board of the implantable neurostimulator (ins). The device was milled open. The battery was probed directly and measured 0.004 volts. The battery flex was disconnected, and a 2.5 volt supply was connected to the hybrid. The current was elevated at 4 milliamps. Visual inspection of the device interior noted eos damage on components in the recharge circuitry. Charred circuit board was noted between j1 battery connector and capacitor c18, with exposed and melted circuit board traces and reflowed solder on j1 pins. Discoloration was noted on the top surface of capacitor c18, which is the coupling capacitor between the recharge coil and the hybrid electronic circuitry. Evidence of arcing across the capacitor from one end terminal to the other was noted, discoloration on the circuit board surface was present between components c18, c11, and c2, and evidence of arcing was present from c18 to c2 and c4. The hybrid was removed from the device assembly and imaged with the infrared camera while power was applied. An emission site was noted on the die stack. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was the manufacturer representative (rep) called and reports that a colleague met with a patient (pt) last week after pt reported they were unable to charge their ins and it had been depleted for about 12 days. Rep reports that they attempted to recharge the pt's device with their external components and could not get out of the passive recharge mode screen. Rep reports that they met with the pt again yesterday to use a spare recharger telemetry module (rtm), and again saw the passive recharge mode screen, getting 96 at the bottom, and after 3, 10-minute sessions still could not get the normal recharge screen to appear. Rep reports that pt could not recall any recent imaging or procedures that would have damaged their ins. The caller was not with the patient. Technical services (tss) reviewed disabling/re-enabling the device and attempting passive recharge after each disabling of the device. Tss also reviewed trying completely different external components to rule out a pt controller or lithium battery issue, and to take note of any error screens that appeared during the process, and to call back while meeting with the pt for further troubleshooting assistance. Additional information was received from the manufacturer representative (rep). It was reported that it is not possible to recharge the neurostimulator with the patient's recharge system. The device is not found and, when trying to charge in the charging attempt mode for 10 minutes, when finished, the error message that "cannot charge" appears. The neurostimulator is palpable, superficial, and the positioning of the charger in the generator was always with a high number. No events have been reported that could have led to this issue. An attempt was made to recharge with the patient's system, where difficulty was found in finding the device and starting the recharge process. Attempts were made to recharge with a new charging system, but it was not possible to recharge and the messages shown on the control were the same as those seen with the patient's charging system. The message "no device found" and "unable to recharge" were displayed. The numbers on the "trying to recharge" screen were "48, 97, 97." The issue was not resolved. It was reported the manufacturer representative (rep) will attempt troubleshooting steps previously discussed and call back if further assistance is needed. It was reported the cause of the recharging issue was not determined. The issue was not resolved, the rep noted the item(s) need to be replaced and sent in for review. Additional information was received from the manufacturer representative (rep) reporting the issue was not resolved by replacing external devices. Tests were performed with different external items and the internal problem persisted. The 'device' has not yet been replaced, and they did not have information of the day when it will be replaced.

Manufacturer narrative:
G2. Foreign: brazil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.